Event description:
Customer alleged discrepant low tni during correlation study between and a laboratory analyzer. No patient symptoms or diagnosis provided. No apparent adverse event.sample type: wblood.

Manufacturer narrative:
Investigation into this allegation is ongoing